Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. During the second inflation, the balloon ruptured at 14 atmospheres after being inflated for 30 seconds. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a stopcock attached to the hub. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the inner shaft under the balloon. Microscopic examination presented no damage or irregularities in the bonds, markerbands and in the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected to dilate the lesion. During the second inflation, the balloon ruptured at 14 atmospheres after being inflated for 30 seconds. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.